Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
During hysteroscopy with uterine biopsy procedure, the hydroflex hd tubing was reported to leak in the area where the yellow connectors meet. Complainant reported this subsequently led to loss of uterine distention and hysteroscopic visualization. The patient had a 600 ml blood loss during the procedure. The patient did not require a blood transfusion and had no untoward symptoms related to the blood loss and remained in stable condition. The patient had vaginal packing placed. She was admitted for observation, and was discharged to home within 48 hours. The patient is reported to be doing well.